Event description:
Per the audiologist, in 2008 (approximate date) the pt's device extruded and there was drainage from the skin flap. The pt was treated with antibiotics. Skin flap rotation surgery was done about one month later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.